Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint for leakage on lot # 1012873. This is a mds product, risks, hazards and harms are captured under the umbrella of risk management document rm526. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Release date: (B)(6) 2021. Released quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 1012873 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that 2 syringe 1ml s/t u100 25g 1in experienced leakage. The following information was provided by the initial reporter: material no.: 329622, batch no.: 1012873. I received a call from a distributor who stated that their customer had purchased 10 boxes of 329622; lot 1012873, and 2 boxes so far have had ¿syringes sporadically leaking during use. Leaking from base up to tip of barrel and needle¿. Distributor rep stated that the customer does not feel comfortable using the other 8 boxes, as they are all from the same lot. She did not know any specifics on dates [between (B)(6) 2021] or exactly how many.